Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted. Additional information indicated that the patient developed an infection that was resistant to antibiotics due to diabetes-related complications, per the provider. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; e1: initial reporter phone; e1: initial reporter email; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.